Event description:
It was reported that the device was observed to be in back up vvi while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device entered backup vvi after two resets occurred within a short period of time. The resets were caused by a parity error. The cause of the parity error could not be determined.